Event description:
The customer reported that during a procedure, the jaws of the device would not open while applied to thick and inflamed mesentery tissue. Reportedly, some tissue damage occurred when the surgeon forced the jaws of the device open to release the tissue.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.